Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called in to report and troubleshoot for a button error alarm on an old insulin pump. The customer's blood glucose level was unknown. The customer could not recall any significant events leading to the issue. The customer did not troubleshoot for the old device and the product was not returned for analysis.